Event description:
The customer was hopitalized for low bgs. The cause of low bgs was unknonw. Troubleshooting was performed. The programming and histories on the pump were accurate. Suggested the customer to call the doctor to discuss possible causes of low bgs. Explained also to the customer that the pump is operating as designed and does not need to be replaced.